Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was observed in the battery compartment on the day of the call. Reporter stated that there was no damage to the battery cap and it was able to tighten properly onto the pump. Reporter denied that there was evidence of moisture in the battery compartment or behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found a crack near the case seal of the battery compartment. The pump powered up and functioned properly. No other defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.